Manufacturer narrative:
The reagent lot number was 772291. The expiration date was not provided. The field service engineer found the washing station did not vacuum correctly. He replaced the wash station tubes and cleaned the mixer, incubation bath, sample/reagent lines, and replaced the sample needle. He performed mechanism checks, cuvette blank, check tests, and qc which were all acceptable. The investigation determined the service actions resolved the issue. A general reagent problem was ruled out because calibration and quality control were acceptable.

Event description:
There was an allegation of questionable cobas integra glucose hk gen. 3 test system results from the cobas 8000 c702 module. Sample 1 initial result was 18 mg/dl with a data flag. The repeat result was 104 mg/dl. On (B)(6) 2024, sample 2 initial result was 38 mg/dl with a data flag. The repeat result was 148 mg/dl.